Manufacturer narrative:
No patient was present. Medtronic rep swapped out tiu per RMA. When connected to known good system, the tiu performed as expected with green status for all ports. There was no smell of smoke and no visibly damaged components.

Event description:
Medtronic representative called to report site stated, the camera cart smelled like smoke. Medtronic rep performed troubleshooting and reported the site had red status tracking issues in the defined tracking area at least three times and the instruments will not track. No patient was involved.